Manufacturer narrative:
No low reservoir alarm was noted. The act and escape buttons were unresponsive due to an unlocked connector at the liquid crystal display circuit board. The functional testing could not be completed due to the unresponsive buttons. The insulin pump had moisture damage on the keypad traces. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and a missing end cap sticker.

Event description:
Customer called to report that the insulin pump alarmed low reservoir. Customer also reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 231 mg/dl. No significant events leading to the alarm or keypad issues were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.